Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 30) during the loading sequence. Reportedly, the fill tubing prompt occurred continuously, even after customer had filled tubing. Subsequently, a minimum fill notification occurred. Customer could not recall the sequence of events clearly because event had occurred late at night and reported that it may have been due to use error. However, customer could not clarify. There was no reported impact to customer's blood glucose. Customer changed the cartridge and insulin was resumed successfully.